Manufacturer narrative:
The device was received in the fully deployed position with the pink slide insert visible in the viewing window. The formed needle was fully retracted. The device was reset into the not deployed position using the lock and load tool and rotation of the ratchet gear deployed the needle mechanism assembly as intended. No issues were observed with the needle mechanism assembly. Although no issues were found that would cause a failure of the needle mechanism to retract, the exact cause of the reported event could not be conclusively determined. The formed needle and bottom housing were inspected for damages or defects that could cause pain during insertion and none were found. The exact cause of the pain during insertion could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 292 mg/dl while wearing the pod longer than 48 hours. After realizing elevated bg levels and experiencing pain, patient found needle had not retracted as intended; this indicates that a needle mechanism failure occurred. As treatment, manual injections of insulin were delivered and a new pod was applied. (B)(6).